Manufacturer narrative:
The electrode was received for analysis in two segments, having been severed approximately 327 mm from the terminal pin. Microscopic visual inspection of the segment containing the sense b electrode noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the electrode following insertion of the conductors during the manufacturing process.

Event description:
It was reported that the patient had initial atrial fibrillation monitor events due to oversensing of artifacts. The patient did not receive an inappropriate shock at the time. The patient was brought into the clinic and these artifacts were reproducible. The system was initially reprogrammed for system optimization. Recently, it was reported that the electrode had exhibited high out of range impedances with artifacts. An electrode fracture was suspected and the electrode was explanted. No additional adverse events were reported.